Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic biliary lithotripsy procedure performed on (B)(6) 2012 according to the complainant, during the procedure, when attempting to insert the device into the common bile duct, the basket extended past the tip of the guidewire lumen further than usual. Additionally, the physician felt that the basket tip was longer than normal. The procedure was completed with another trapezoid rx lithotripter compatible basket there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. Residue was present on the device indicating use. The guidewire lumen (sidecar) presented with pushback. Functionally, the basket was able to be extended and retracted without issue. When fully extended, the basket wires were found to be even and undeformed. A second functional evaluation was performed by advancing the device through an endoscope and extending and retracting the basket; no issues were identified. The condition of the returned unit was consistent with the complaint incident that the device presented with sidecar pushback. During manufacturing, basket devices are 100% inspected for device integrity so this damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic biliary lithotripsy procedure performed on (B)(6), 2012 according to the complainant, during the procedure, when attempting to insert the device into the common bile duct, the basket extended past the tip of the guidewire lumen further than usual. Additionally, the physician felt that the basket tip was longer than normal. The procedure was completed with another trapezoid rx lithotripter compatible basket there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.